Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive and table generator interface pcb that were removed and replaced. Additionally, the low voltage was below the 5volt threshold and was adjusted to meet specification of +5.0 volts. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system would not fluoro. No display on table x-ray control panel.